Event description:
It was reported that the patient was admitted on (B)(6) 2025 for a driveline infection and had a "long loud" alarm while connected to ac power. The patient had driveline drainage and cultures were positive for candida auris. The plan of care was to continue intravenous antibiotics at home. The bedside nurse placed the patient on battery, then provided a new power module. Upon interrogation, numerous low voltage alarms were noted prior to external power disconnect alarms which also occurred at numerous times. The patient and bedside nurse both stated there were no audible low voltage alarms, "only 2 long loud alarms". The patient was connected back to the previous power module to see if the alarms would reoccur and they did not. Log files were downloaded. There were no obvious signs of wear or tear to the power cables or pins. The patient did have some trauma to their driveline which had been previously secured with rescue tape. Of note, this was a system controller issued to the patient in (B)(6). It was noted that the onset of the driveline damage was unknown, the patient had mild damage repaired with rescue tape for at least a few months. Log files were submitted for review and confirmed the reported low battery hazard/loss of external power events on 07may2025. A root cause was unable to be determined. The patient was on the power module almost 24/7 while admitted. The cause of the alarms was not identified, and the alarms had resolved. The patient had a known history of low flow alarms due to small left ventricle and ejection fraction of 35-40%. The patient's hematocrit (hct) was set to 20% to try to relieve the low flow alarms. There was no evidence of thrombosis. The patient occasionally experienced dizziness and lightheadedness at the time of the low flows. The patient was discharged home on antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of numerous low voltage alarms and external power disconnect alarms was confirmed via log file analysis; however, the reported event was not reproduced throughout testing of the returned heartmate 3 system controller (serial number (B)(6). Review of the log files revealed on (B)(6) 2025 at 15:46:13, 16:36:33 ¿ 16:37:07, 16:38:08 ¿ 16:38:37, and 16:42:32 ¿ 16:42:58, while connected to the power module, low power hazard, power cable disconnect, and no external power alarms activated due to losses of power. During these events the bus voltage dropped suddenly, compared to the expected 14.4 volts (v). The backup battery was able to provide power to the controller during each event. Pump operation was not affected. The returned system controller underwent functional testing and passed without issue. The controller was able to operate a mock circulatory loop as intended for extended duration. No low voltage or no external power alarms were reproduced throughout testing. Provided information stated that the cause of the alarms was assumed to be the power module or patient cable. The alarms have resolved since the controller and external power source exchanges. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: damage ¿ power cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect, low voltage, and no external power alarms. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the power module and that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event